Event description:
The following was reported by the patient via internet websites, that the valve that was implanted (B) (6), 1999 at (B) (6) and functioned perfectly until 4 weeks ago. He was diagnosed with strep viridian endocarditis. Patient would like as much information on this specific valve at my earliest convenience for he could be facing a replacement.

Manufacturer narrative:
No product return, device remains implanted. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via e-mail from the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made to the patient via e-mail for additional information, however, no additional information was provided, device was not returned for evaluation die to it remains implanted.